Event description:
Caller states that the pt tested 2.0 inr on the device and 1.4 inr on a comparison lab. Coumadin was held due to device result, however, no adverse event reported. Requested return of suspect device and replacement was sent.